Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer changed the infusion set and resumed insulin delivery. Customer's blood glucose was 250 mg/dl. Customer declined tandem technical support's offer to perform a pump system check as there was no occlusion at the time of the report.